Event description:
Caller states patient tested 7.5 inr on the coaguchek xs system while a comparison lab returned as 5.0 inr. Patient is currently on heparin. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leaking when torque was applied to the instruments. The leaking was enough that the tank had to be changed. All four trocars were discarded. (B)(4)

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.